Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronics assembly. Analysis was unable to perform all functional testing including the operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests due to the blank display. The insulin pump was received with moisture damage to the motor, vibrator, keypad, and battery tube assemblies. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, a cracked belt clip slot, a cracked case, and cracked battery tube threads.

Event description:
Customer reported via phone call that the device was exposed to moisture. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.